Event description:
Stapler, endo 40mm for hernia repairs. The tip broke off two times. Noticed that the stapler prior to putting it into the patient was broken, replaced two staplers with a new stapler before placing into the patient.